Event description:
Robotic sacrocolpopexy: "piece of seal broke off into pt during surgery."

Manufacturer narrative:
Ra has just received the incident device and has bee assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtained additional info, which was ot known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.